Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm medium-large clip applier instrument was analyzed and was found to have a broken main tube approximately 52.62" from the distal tip. The component is broken and there may be missing pieces, but the size of the missing pieces cannot be confirmed. The missing pieces was not returned. Components adjacent to this broken main tube do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.

Event description:
It was reported that during central processing, the 8mm medium-large clip applier instrument tips were locked into place. There was no report of patient involvement or patient injury.